Event description:
Patient presented with an increase in seizures and was transported to the hospital. Upon checking the patient's device, high lead impedance was observed and the patient was referred for x-ray images. There were no fractures noted on the x-rays and they have not been reviewed by the manufacturer to date. Patient underwent full revision surgery. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
B6 relevant tests/laboratory data, including dates , corrected data: initial report inadvertently did not list the settings and diagnostics.